Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and was found to have a dislodged gear molded roll output at the proximal end. The dislodged gear molded roll output caused the main tube to hang freely at the proximal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the user noticed that the permanent cautery hook instrument's side and housing were separated and the internal wires were visible. There were no reports of patient involvement injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the housing was detached from the shaft and nothing was broken, there were no pieces. Both the black and silver cabler were broken. There was no report of fragments falling into the patient in the previous procedure. The reporter confirmed that no piece/material was missing at the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the product to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.